Event description:
It was reported that the patient presented with an st elevation myocardial infarction (stemi). The procedure was to treat a lesion in the right coronary artery. During use with the balance middleweight guide wire, after it was advanced into the vessel, it was observed that the guide wire coils were stretched. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that the guide wire shaping ribbon was separated.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils were confirmed and a shaping ribbon separation was observed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.